Event description:
A malfunction alarm with code malf 12 was reported by the customer, though there were no notable events preceding the malfunction. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was informed to continue using the pump and to contact support again if the issue reappeared, which the customer understood and acknowledged.